Event description:
It was reported that the luer lock of a small volume intermate was separated from the distal end. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13f009 was manufactured on june 10, 2013 to june 11, 2013. The affected device was received for evaluation against the reported condition. Visual inspection of the device revealed the blue winged luer cap had separated from its distal luer lock. The device was not returned in its original package, where in this case the cause of the condition was not determined with the provided information and sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.